Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The three rt212 adult inspiratory breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the devices and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to our distributor that the heater wire alarm was triggered on the respiratory humidifier while in connection with a rt212 adult breathing circuit. This problem was reported to have occurred with three rt212 breathing circuits. No pt consequence was reported.